Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the driveline was disconnected at (B)(6) 2024 0:57. Log files were submitted for review and captured data as disconnected system controller. Upon further review of the log file and more information relayed from clinical specialist. The event log did capture driveline power fault along with system controller clock corrupt alarms.

Manufacturer narrative:
Corrected data: section h6: medical device problem code corrected manufacturer's investigation conclusion: review of the submitted log files confirmed that the driveline was disconnected then reconnected to a different controller and that a driveline power fault alarm was captured; however, a specific cause for these events could not be conclusively determined through this evaluation. Review of the submitted log files found that the pump operated at the set speed without issue until the driveline was disconnected in the early morning of (B)(6) 2024 per the timestamps. The system properly alarmed for low flow, driveline disconnect, and lvad off. The events were consistent with a controller exchange; however, a specific cause for this finding could not be conclusively determined. Upon connection to the backup controller, it was noted that a driveline power fault alarm was activated; however, a specific cause for this finding could not be conclusively determined. There were no other notable pump alarms in the reviewed log file data. It was reported that the patient did not want to replace their modular cable. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient ultimately expired on (B)(6) 2025; refer to MFR# 2916596-2025-02678 regarding the patient¿s outcome. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. Incidental findings found through review of the submitted log files a transient increase in rotor noise parameters was noted on 08dec2024. Although a specific cause for this finding could not be conclusively determined, the transient increase in rotor noise resolved on its own, and no other abnormal lvad parameters were captured. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook is currently available. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." Section 8 of the patient handbook also contains a section on handling emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.